Event description:
Boston scientific received additional information that this patient¿s system continued to exhibit multiple low out of range shock impedance measurements of less than 20 ohms. The patient was brought in for testing and a commanded shock was delivered successfully. Oversensing of noise was observed on the right ventricular (rv) channel post-commanded shock so the physician suspected there was an insulation breach of the rv lead. The system was reprogrammed and the patient will continue to be monitored. The system remains in service and there were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead revealed an abrasion in the trilumen insulation through to the distal high voltage lumen approximately 170-178 millimeters (mm) from the distal tip of the lead. The abrasion was located under the proximal spring electrode distal end. The proximal spring electrode coils had been rubbed and the outer edges have been rubbed flat. Heat damaged was noted on the inner circumference of the proximal spring electrode distal end. This location and type of damage was likely caused by lead-on-something hard within the heart (i.e. Mechanical valve, an abandoned lead, etc).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range shock impedance measurement of less than 20 ohms. The physician suspected the low measurements to be the result of electromagnetic interference. At this time, the patient will continue to be monitored and the rv lead implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The explanted portion of the rv lead will be returned for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received additional information from the field that surgical intervention was performed and the system was removed from service. The rv lead¿s helix would not retract properly so the proximal end was cut. Upon removal, insulation damage and stretching of the coils was observed. No additional adverse patient effects were reported.